Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient developed a large hematoma at the impella access site on day one of impella cp support. Heparin was stopped and hematoma resolved. On day three of cp support hematoma noted. Heparin stopped, manual pressure held, one unit of packed red blood cells was administered, and one platelet was given. The patient was taken to the cath lab and after left anterior descending artery intervention the impella was removed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25606 as it is unknown if the initial reporter also sent the report to the food and drug administration.